Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the analyzer service history, a search for similar complaints, and a review of labeling. The review of the service history for the customer's architect c4000 revealed there were no additional service or complaint issues that may have contributed to this issue or associated with discrepant total bilirubin results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number (B)(4), was identified.

Event description:
The customer observed a falsely elevated bilirubin result while using the architect c4000 analyzer. The customer provided the following results: initial result of 21.8 mg/dl, retest 12.7 mg/dl. The specimen was retested using another analyzer generating a result of 12.5 mg/dl. The patient had also been tested earlier in the day (sid (B)(6)) generating a result of approximately 8 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.